Event description:
It was reported to ge that the mammography tube assembly dropped from its operating height to the lowest mechanical stop. There was a wheelchair pt being imaged, but no serious injury was reported. (Pt's stomach was allegedly bruised.) The unit has been repaired and returned to use.